Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/08/2025, a sales representative reported via (B)(4) that an ar-1926pssp 3.5 mm self-punching pushlock® anchor pulled out and broke. This occurred during a rotator cuff repair procedure when the anchor pulled out and broke. They were able to remove the implant and replace it with the same part number successfully. The patient was not harmed, and the procedure was able to continue and be completed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.